Event description:
Covidien received a service call for "display blank" on an 840 ventilator. Customer was asked, however, there is no information about patient involvement.

Manufacturer narrative:
A covidien customer service engineer has been dispatched and service is pending. (B)(4).